Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an occlusion alarm occurred and battery could not be charged. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting and to provide additional information. There was no reported adverse impact to the customer's blood glucose level.